Manufacturer narrative:
Date of event is estimated. The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported the patient underwent an unrelated surgery where their upper thoracic ipg was not set to surgery mode. The ipg was unable to communicate with external devices, deeming the ipg inoperable. Patient is not receiving therapy and may require surgical intervention to address the issue.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.